Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic duodenal switch procedure. Before being applied to the patient, the jaws of the reload would not open. The stapler was not able to fire. There was a problem unloading the device. The reload came off fully closed. In order to resolve the issue and complete the case, opened a manual stapling handle. There was no patient harm. The patient has no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload was partially fired to the 1cm cut line with the jaws clamped. The lug at the proximal end of the adapter was damaged. The firing rod of the returned adapter was partially advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Replication of the damaged single used loading unit (sulu) lugs may occur when the reload is removed from the adapter while still in firing mode and the unload button is not properly depressed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.